Manufacturer narrative:
Correction: please retract this report 22017865-2021-28060, the same issue was previously reported as 2017865-2021-29018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that the biventricular implantable cardioverter-defibrillator (ICD) may be misdiagnosing ventricular fibrillation (vf) as lead noise. In one example, this led to therapy being withheld. Programming changes were made previously to account for under-sensing. However, after medical intervention the vf was ultimately resolved by external cardioversion. Specific patient information and patient status was documented as unknown.